Manufacturer narrative:
Rec'd by mfr11dec2019. Date rec'd by 12dec2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-10441 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacture date: 14nov2019. Report date: 10dec2019. The fse (field service engineer) evaluated the ventilator and confirmed that it produced a blower temperature high error. The fse replaced the cooling fan and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported that the ventilator produced the "blower temperature too high" diagnostic code. There was no patient involvement.